Manufacturer narrative:
The customer performed a visual inspection of the sample and the sample was reportedly normal and clear. The investigation confirmed the customer's calibration and qc results were within the acceptable ranges. The investigation reviewed the system's alarm trace and found abnormal sample aspiration and abnormal probe sucking alarms. The field service engineer performed calibration, qc, precision testing, and repeated the patient samples. He loaded a new total protein reagent pack. The customer performed precision checks with successful results. Due to ongoing issues, he found the sample probe was rubbing against the cuvette. He performed alignments for the sample probe. After service, the customer ran calibration and qc without any issues. No further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable tp2 total protein gen.2 results for one patient tested on a cobas 6000 c (501) module. The initial total protein result was not reported outside the laboratory. Due to the initial result being lower than the expected result, the customer performed repeat testing with the sample on the same analyzer. The patient's initial total protein result was 5.2 g/dl. The patient's repeat total protein result was 6.4 g/dl. The customer determined the repeat result was correct. The total protein reagent lot number was 59700201 with an expiration date of 31-mar-2023.